Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09nax, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that since last monday the patient did not feel the stimulation. The patient needed to catheter more and was not urinating on her own.